Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had a non-endologix leg and afx2 main body implanted on (B)(6) 2017. The physician implanted the non-endologix leg first then attempted to implant the afx2 main body, which is an off label approach. At the end of the procedure, an angio showed an endoleak type ia and type iii at the entry of the right common iliac artery. Balloon touch up was performed to decrease the type iii and the physician elected to complete the procedure and monitor the patient. On (B)(6) 2018, they physician elected to add another non-endologix cuff to resolve the leak. No additional patient sequelae has been reported at this time

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; type ia and type iiia endoleak of the main body stent and the non-endologix stent, and decreased volume of the endoleak post another stent placement, secondary procedure. The most likely cause of the inability to advance (left) and the contralateral limb wire difficulties (right) was the first afx main body situated above the natural bifurcation, causing instability, buckling, and mechanical stenosis of the stent cage limb ostium of the main body stent; revision of a pre-existing stent is a cautionary product use condition. Procedure-related harms could not be ascertained due to the lack of medical information surrounding the event, but there was evidence of a successful relining procedure. To date, there have been no reports of further negative patient sequelae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on 06/17/2015, 2. Field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. Devices remain implanted in the patient and were not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.